Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("salpingectomy") in a (B)(6) female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("salpingectomy") in a 27-year-old female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 2-nov-2018: this case was identified as a duplicate of case 2017-218786 (MFR number 2951250-2017-07127) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.